Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name- (B)(4). One lighttrail reusable 230¿m laser fiber was received for evaluation. Visual examination revealed no damage along the body of the fiber. Examination of the fiber face within the sma connector revealed that there was heavy debris. The condition of the returned device would result in insufficient energy transmission during ablation as well as a weak or dim aiming beam thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 230¿m laser fiber was used during flexible ureteroscopy procedure in the kidney and ureter performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga laser with settings of 2-8 watts. According to the complainant, during introduction and outside the patient, the laser fiber was observed to have a weak aiming beam and insufficient energy transmission. Reportedly, the laser fiber was used and re-sterilized 5 times. The procedure was completed with another lighttrail reusable 230¿m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed there was a heavy debris on the fiber face within the sma connector.